Manufacturer narrative:
The customer¿s report that an infusion of potassium that was programmed to infuse at 50ml/hr completed in 40 minutes was not confirmed or replicated during testing. There were no obvious programming errors that would result in the reported event. Rate testing and internal/external inspection performed on the returned pump module s/n: (B)(4) found the device to be in good working condition and delivering fluid within specification. The root cause of the customer¿s report that pump module over infused was not identified.

Event description:
The customer reported that during an or procedure an infusion of potassium that was programmed to infuse at 50ml/hr completed in 40 minutes. There was no harm.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
The customer reported that during an or procedure an infusion of potassium that was programmed to infuse at 50ml/hr completed in 40 minutes. There was no harm.